Event description:
Customer reported he received the following results on 2 different meters within 10 minutes: 34 mg/dl (compact plus system 1) and 76 mg/dl (compact plus system 2). No adverse event due to the device reported. The alleged test strips are not available to return for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect product used in system 1. (B)(4). Device will not be returned.